Event description:
Boston scientific received information that during a device replacement procedure, this chronic right ventricular (rv) lead displayed high out of range impedance measurements. This lead was connected to the new device and measurements were greater than 2000 ohms. The lead was disconnected and reinserted several times. The lead was also inspected for blood/tissue and the terminal pin was also wiped clean prior to reinsertion. They also examined the setscrew and verified it was retracted prior to reinserting the lead. The impedance measurements were still high out of range. A non boston scientific analyzer was attached to the lead and measurements were taken which were also high out of range. The rv amplitude and threshold measurements were taken and were within acceptable parameters. There was no noise present on the electrogram. Boston scientific technical services was contacted and suggested to trying pacing for approximately 30 seconds to obtain a more valid impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.